Event description:
It was reported that the flow was low and unstable in an arctic sun device. Per review of wo on 02jul2024, device was used on patient and no patient injury reported. Per follow up information received via email on 02jul2024, the device would be sent to imi. The device was not repaired yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device flow rate was low and unstable. Circulation pump was serviced. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow was low and unstable. Per review of wo on 02jul2024, device was used on patient and no patient injury reported. Per follow up information received via email on 02jul2024, the device would be sent to imi. The device was not repaired yet.